Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 07/17/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 06/30/2015 with the following findings: the black box data from the event date had been overwritten due to continued pump use. A review of the available pump history and black box data revealed no evidence of a power issue. The battery compartment and returned battery cap were observed to be free of damage. The returned battery cap was able to secure to the suspect pump case per the instructions for use (IFU). The pump was exercised for 24 hours, during which no power related events were observed: the reported power issue was not duplicated. The battery cap contact measurements were found to be within the specifications. The pump case was removed, and no evidence of internal damage or defect was found. During the analysis, the pump operated according to the specifications.

Event description:
The patient claimed the animas insulin pump has power issues on (B)(6) 2012. The subject pump allegedly self rebooted and prompted a confirmation for the date and time. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.